Event description:
The pt was transferred from an outlying hospital due to problem with port-a-cath placement. The catheter was severed and part had migrated to the aorta which was removed by dr in radiology. The following day the remaining hub was surgically explanted.